Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. After the incident the hansen couplings of the hcu30 (end of the hoses) were connected to each other and the hcu30 pump was started for test. After readjusting the temperature setting the machine generated an alarm, the numbers on the patient side were gone and a triangle appeared with a exclamation mark. The machine was switched of. After switching on again the machine worked fine again. The field service technician could not confirm the failure. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
It was reported that the hcu30 temperature was set to 36,5 degrees. An alarm at the cardiohelp was displayed that the arterial blood temp. Was 18 degrees, so the staff checked the hcu30 water temperature, which dropped down to 9 degrees. The hcu30 was rapidly exchanged, so there was no adverse event to the patient. (B)(4).